Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring as high as 500 mg/dl with extreme drowsiness and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a > 5-minute gain/loss per month as compared to the atomic clock. The reporter also stated the patient was taking steroids and a new medicine; medtrophinal (metoprolol?). The use of steroids could not be ruled out as a contributing factor in the patient¿s alleged hyperglycemia. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged time gain/loss issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: a review of the pump history showed last bolus delivery was an 8.05 unit ezbg normal bolus. No unexplained time loss/gains were observed in the black box. A timekeeping accuracy test was performed and the pump was able to maintain the time/date settings with accuracy. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The time loss/gain complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.